Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stomach perforation with an air leak around the catheter is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6)underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient returned to the hospital due to abdominal pain radiating to her back and shoulders. The conclusion was that there was a perforation at the peg. A laparotomy was performed and there was air leakage around the catheter with no noticeable pollution in the abdominal cavity. The patient was placed on augmentin.